Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for an unrelated event at the time of the peritonitis diagnosis. The patient received an unspecified treatment (dosage, route and frequency not reported) for the peritonitis event. The pd therapy was discontinued the day after this event was reported and the patient was to be transferred to hemodialysis. At the time of this report, hospitalization was ongoing. The patient has not yet recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date approximately three weeks prior to the receipt of this report, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.